Manufacturer narrative:
The field service engineer (fse) observed the sample line disconnected from fitting #1 at the bottom of the flow cell. The fse cleaned the fitting and reattached the tubing to resolve the issue. The fse cleaned the residual fluid from the baseplate and tray and noted fluid on the station distribution board which cancelled communication between the barcode reader and the specimen transport module (stm) module resource controller (mrc). The fse replaced the station distribution board to restore the barcode reader communication. The flow cell was also flushed and exterior cleaned. There was no evidence of new fluid leaks. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The affiliate stated the customer reported approximately five milliliters of clenz solution leaked onto the floor after completing latron quality control and flushing the flow cell involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.